Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer confirmed that the customer verified that the issue was resolved. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.